Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product type: neu_unknown_prog. (B)(4).

Event description:
On this report date, a pump memory error occurred during a pump update. The pump shut off for 15min. The reporter was advised to reinterrogate, check programming for accuracy and update the pump again. The issue was resolved via troubleshooting. There were no symptoms reported. The device system was used to deliver morphine. The causality was not reported. If additional information is received, a follow-up report will be sent.